Event description:
Sus voluntary event report mw5070740. While placing the mayfield 2000 on the patient's skull, the device would not lock in properly. The item was removed and a back-up mayfield was placed without difficulty. There was no harm to the patient. There was a 2 minute delay in the procedure. The customer stated that they have no information on skull clamp. The only additional information they provided was that "the clamp was repaired by steris and was back in service" (clarification requested from customer).

Manufacturer narrative:
Integra has completed their internal investigation on august 8, 2017. Results: DHR review; can not do DHR review, no sn or lot# provided, and product not returned. Complaints history; a two year lookback in trackwise from 06/17/2015 to 06/17/2017 for this reported failure using key words "wont ""lock" for product ID a2000 shows that 10 complaints were received including this case. This issue will be monitored. Conclusion: root cause analysis - is undetermined at this time, because the product was not returned for evaluation. It was noted in the customer's notes that the device was repaired by a facility that is a non-integra approved repair facility.